Manufacturer narrative:
The insulin pump alarmed during self-test due to faulty connector on remote frequency board. The device was programmed with multiple bolus deliveries and they all registered properly in the bolus history noted. No history anomaly noted. No reset alarm anomaly during testing noted. The insulin pump was monitored three days and had no blank display noted. The device had minor scratched display window, cracked case at display window corners, and cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump returned an error alarm and the display went blank. Review of the insulin pump's alarm history showed that an additional error alarm was returned two days before the call. Blood glucose level was 168 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.